Manufacturer narrative:
The returned product was visually inspected, which confirmed that the heat shrink was not attached to the back hub. The product was retuned in a damaged condition, and therefore the functionality of the device could not be tested. The lot number of the returned tip was unknown. A root cause of this complaint could not be determined or confirmed. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the heat shrink from the renew endocut scissor tip fell into the patient. The broken insulation piece was retrieved from the patient after 10 minutes. The anesthesia and procedure time was extended by 15-20 minutes. There was no harm to the patient.